Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
Material no: 309575 batch no: 8330727. It was reported that before use of the bd syringe luer-lok¿ tip with bd precisionglide¿ needle the syringe "produced a foggy and hazy appearance. Description: we received syringes (lot #: 8330727, expiry: 30-nov-2023) upon visual inspection, a syringe produced a foggy and hazy appearance. Initially, we thought it was the content inside the syringe. After further investigation, we concluded that the syringe was responsible for the appearance.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no: 309575 batch no: 8330727. It was reported that before use of the bd syringe luer-lok¿ tip with bd precisionglide¿ needle the syringe "produced a foggy and hazy appearance. Description: we received syringes (lot #: 8330727, expiry: 30-nov-2023) upon visual inspection, a syringe produced a foggy and hazy appearance. Initially, we thought it was the content inside the syringe. After further investigation, we concluded that the syringe was responsible for the appearance.